Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The battery is currently showing 1 year remaining and the power consumption is at 300%. Device data was saved and submitted to technical services for further review, which confirmed that this device is exhibiting premature depletion. Due to this anomaly, device replacement was recommended with 90 days. No adverse patient effects were reported. This device currently remains implanted and in service.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The battery is currently showing 1 year remaining and the power consumption is at 300%. Device data was saved and submitted to technical services for further review, which confirmed that this device is exhibiting premature depletion. Due to this anomaly, device replacement was recommended with 90 days. No adverse patient effects were reported. This device currently remains implanted and in service. Additional information: this device was explanted and replaced and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The battery is currently showing 1 year remaining and the power consumption is at 300%. Device data was saved and submitted to technical services for further review, which confirmed that this device is exhibiting premature depletion. Due to this anomaly, device replacement was recommended with 90 days. No adverse patient effects were reported. This device currently remains implanted and in service. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. The product investigation is now complete.